Manufacturer narrative:
No complaint was received with the return of the device. A complete lead was returned for analysis in three segments. Final analysis found lead insulation degradation at 4.6cm from the connector pin and the insulation was abraded at 37.5cm to 38.2cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
This report is to advise of an event that was observed during analysis.